Manufacturer narrative:
A steris field service technician arrived onsite and inspected the surgical light. Additionally the technician was notified by the hospital's biomedical technician that the insulation on the power wires had split exposing bare wires which arced against the light cover. The split had been repaired the biomedical technician prior to the steris technician's inspection of the surgical light. While the technician was onsite, the user facility disclosed that an event occurred on a second surgical light a few months ago. The user facility indicated the surgical light was not in use for this occurrence. This unit had also been repaired prior to steris's inspection of the unit. The amsco examiner 10 surgical light complies with (B)(4) requirements regarding its power entry module and for very low leakage current rates for medical electrical equipment. Steris's inspection of the wires evidenced damage to the insulation surrounding the wires. Over time, various manipulations of the lighthead assembly wore the damaged wires down and allowed for the wires to become exposed. Steris has been unable to determine the source of the damage on the power wires' insulation because the reported damage was repaired by the user facility's biomedical technician prior to the steris technician's inspection. Section 4.2 routine inspection of the maintenance manual for the examiner 10 surgical light states, "check electrical components for loose wires, improper connections, and other obvious defects." The surgical light is not under steris contract agreement for maintenance. The hospital's biomedical technician is responsible for maintenance.

Event description:
The user facility reported their amsco examiner 10 surgical light was in use when it sparked. No report of injury or procedural delay or cancellation.